Event description:
The hcp reported that the patient's enterra system was being removed as she was no longer receiving effective relief. During removal it was noted that one of the leads had eroded into the small bowel. The device and leads were totally removed. The patient has totally recovered from the surgery.